Manufacturer narrative:
Product complaint (B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3, h6 (medical device problem code), h11 and concomitant products. Additional event information received on 13-jan-2024 indicated that there was no additional intervention needed to remove the device from the patient. The system was used with the recommended microcatheter. Resistance was felt with the microcatheter. The target site was the left main coronary artery (lmca). The event did not prolong the procedure. Additional event information received on 22-jan-2025 indicated that the microcatheter used was a prowler select plus (606s255x, lot unknown). It is unknown when the resistance was encountered. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The complaint was submitted with a procedural image, which is pending further analysis. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm thrombus retriever (et307537, 24d102av) was in placed and started to release, but the distal tip of the stent was noted to be absent. The physician only retracted the embotrap and switched to a new device to complete the surgery. The microcatheter was not replaced. No patient injury was reported.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm thrombus retriever (et307537, 24d102av) was in placed and started to release, but the distal tip of the stent was noted to be absent. The physician only retracted the embotrap and switched to a new device to complete the surgery. The microcatheter was not replaced. No patient injury was reported. Additional event information received on (B)(6) 2024 indicated that there was no additional intervention needed to remove the device from the patient. The system was used with the recommended microcatheter. Resistance was felt with the microcatheter. The target site was the left main coronary artery (lmca). The event did not prolong the procedure. Additional event information received on (B)(6) 2025 indicated that the microcatheter used was a prowler select plus (606s255x, lot unknown). It is unknown when the resistance was encountered. One procedural image was received and the reviewed by cerenovus sr. Medical affairs director, the results are shown below: ¿the description is accompanied by a single image in lateral projection without subtraction. In the image multiple deployed stents are visible, of which the most proximal one is still (undeployed) in the conduit device. From the images it is not clear what component was missing, nor if the stent in question is in this image. If the device is sent in for analysis, this may point to the problem in the case. From the information available, no conclusion can be drawn as to the cause/problem.¿ the initial examination of the returned embotrap iii device identified a missing distal coil and damage to the extended strut of the inner channel of the embotrap iii device. The visual inspection also indicates that the returned embotrap iii device was correctly assembled and manufactured, with adhesive bonds and joints present on all areas of the device. There is evidence of welding and adhesive present at the distal joint indicating that the distal joint was correctly bonded prior to the complaint event. The returned embotrap device was successfully passed through a 0.0195¿ ID tube and a 0.0021¿ microcatheter, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner diameter. Examination of the fracture site of the inner channel¿s extended strut under high magnification indicated the fracture is consistent with a material failure under tension. There was no evidence of a material fault which would result in a lower than anticipated tensile load failure. Based on the visual examination of the returned device, the probable cause of the tip damage was a material failure under tension as a result of a uniaxial force applied to the tip. Potential cause of the damage is interaction of the embotrap iii device with a microcatheter/accessory or due to device handling. Recreation attempts of embotrap iii distal tip fracture were performed on a sample embotrap iii device. Minor deformation to the distal coil was caused by repeated deployments at a vessel wall. It was concluded that minor damage to the distal coil through deployment against the vessel wall may lead to device entanglement. While the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was as a result of a defect with the embotrap iii device. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.